Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: a review of the pump black box revealed one pump reboot associated with a battery change. The battery compartment was found to be cracked on the side from the cover to the threads. The returned battery cap had stripped threads and was unable to fully attach to the pump. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. There were no reboots at that time. The pump cover was removed and there was no evidence of moisture or damage to the power circuit found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.